Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e other occupation a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced full height drawer 2 rails were damaged. A field service engineer (fse) replaced slide rails. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer multiple cubies missed from grid, pocket ejected or unloaded, but it was still on grid showing empty, but medication was in the pocket and also auxiliary drawer had both rails shot. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer multiple cubies missed from grid, pocket ejected or unloaded, but it was still on grid showing empty, but medication was in the pocket and also auxiliary drawer had both rails shot. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.